Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "surgeon noticed on all of the ts 'all on one cutting blocks' that the anterior captures had worn resulting in the capture to be raised."